Manufacturer narrative:
Supplement 01 medwatch submitted to the FDA on 01/sept/2021. A device history record (DHR) review was performed for vigilance reporting purposes and found that the subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints against this lot number, af03986. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2021. A deflated balloon with a large slit on the shell was returned. There is brownish discoloration on the shell. A functional evaluation could not be conducted due to the large slit on the shell. The complaint could not be verified as it is uncertain how the inflation occurred.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 25/aug/2021. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "inflation" as follows: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon.

Event description:
Patient reported intolerance of the balloon. The balloon was found to be inflated was removed successfully and replaced with a backup.